Event description:
It was reported that shaft break occurred. The 85% stenosed, 28mm x 2.0mm target lesion was located in the mildly tortuous and calcified right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Evaluated by MFR.: the device was returned for analysis in two pieces. The balloon was tightly folded. The tip, balloon, inner/outer shaft and hypotube of the returned device were microscopically and visually inspected. Inspection revealed a complete separation of the hypotube located 76.5 cm from the tip of the device, and numerous hypotube kinks. The fracture faces of the separated ends were oval, as if kinked prior to separation. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 28mm x 2.0mm target lesion was located in the mildly tortuous and calcified right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.